Manufacturer narrative:
The physician is not alleging a device malfunction caused or contributed to the adverse event. This adverse event is being reported as there is an allegation the tif procedure caused or contributed to the esophageal leak.

Event description:
A patient underwent a concomitant hiatal hernia repair and tif procedure returned to the hospital 3 or 4 days after the procedure and was hypoxic. An esophageal leak and pleural effusion were diagnosed. The physician believes a properly placed fastener caused/contributed to the esophageal leak. There is no allegation the tif procedure caused/contributed to the pleural effusion. The patient reportedly has lupus. The esophageal leak was treated on an unknown date using an 18mm stent.